Event description:
Report 2 of 2: it was reported while testing with bd phoenix¿ pmic/ID-107 a patient isolate of s. Saprophyticus was misidentified as s. Epidermidis. No patient impact reported.

Manufacturer narrative:
G5: PMA/510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of staphylococcus aureus as staphylococcus epidermidis and staphylococcus saprophyticus as s. Epidermidis when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 3269790. The customer did not return panels but provided phoenix generated lab reports, isolates and binary files for the investigation. The customer provided phoenix lab reports show patient isolates identified as s. Aureus as s. Epidermidis on the complaint batch. The two customer returned isolates were tested on a bruker maldi and identified as s. Aureus and s. Saprophyticus. To investigate, one retention panel from complaint batch 3269790 was tested using customer returned isolate s. Aureus (m-19) on a phoenix m50 machine and evaluated for identification results. Also, three retention panels from complaint batch 3269790 were tested using in house isolate s. Saprophyticus (pos432) on a phoenix m50 machine and evaluated for identification results. Next, two retention panels from complaint batch 3269790 were tested using customer returned isolate s. Saprophyticus (m-20) on a phoenix m50 machine and evaluated for identification results. In addition, two control panels each from the same material but different batch were tested using in house isolate s. Saprophyticus (pos432) and customer returned isolates s. Aureus (m-19) and s. Saprophyticus (m-20) on a phoenix m50 machine and evaluated for identification results. Last, two control panels from the same material but different batch than the complaint and other control panel were tested using customer returned isolate s. Saprophyticus (m-20) on a phoenix m50 machine and evaluated for identification results. For a total of fourteen panels tested. During the investigation, all six panels tested with customer returned isolate s. Saprophyticus (m-20) identified the isolate as s. Epidermidis. All other panels tested returned the expected identification results. Therefore, this complaint is confirmed for misidentification of s. Saprophyticus but not confirmed for misidentification of staphylococcus aureus. As part of the investigation, bd r&d performed an analysis/comparison between the bd testing lab reports and the customer lab reports as well as the customer provided binary files. There were no results in the chemical reactions that stood out to be a definitive cause of the s. Saprophyticus mis ids. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. The batch history records were satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with misidentification of staphylococcus aureus or staphylococcus saprophyticus.

Event description:
Report 2 of 2 it was reported while testing with bd phoenix¿ pmic/ID-107 a patient isolate of s. Saprophyticus was misidentified as s. Epidermidis. No patient impact reported.